Event description:
The pt stated that about a year and a half ago she was sitting in her yard when trees got tangled in power lines above her house. A ball of white energy burst, causing car alarms to go off; the pt stood up and then fell down. She stated she had numbness in her hands and a mild concussion. After that she had her stimulator reprogrammed several times, but said the stimulation was now painful and not covering the right place, even though the leads did not move. She wanted it removed so she could go back to riding roller coasters and horseback riding. The system was explanted. The pt recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator, lead and extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.